Manufacturer narrative:
Initial.

Event description:
It was reported that a user of the ilet experienced hyperglycemia after overtreating nocturnal hypoglycemia with oral juice, followed by discordant sensor readings versus a fingerstick and subsequent calibration in the pump, with glucose trending downward by the end of the call. Symptoms included hyperglycemia without additional clinical signs. Outcomes included no health consequences or impact. Investigation included troubleshooting and education regarding low and high glucose management and calibration steps. Investigation of this case revealed user-related overtreatment of hypoglycemia with oral glucose leading to rebound hyperglycemia, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user management of hypoglycemia resulting in transient hyperglycemia.